Manufacturer narrative:
The specific root cause for this event was a vacuum issue. The field service representative found that the issue caused the overflowing of the measuring cuvettes, which led to carryover to neighboring cuvettes and the questionable high result. The issue was resolved by maintenance activities performed by the fsr.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient on the a1c-2 tina-quant hemoglobin a1c gen.3 (hba1c) assay using the cobas 6000 c (501) module (c501). The initial result was 18.4% with no data flags or alarms, and the result was reported outside of the laboratory. The physician questioned the result and a new sample was taken. The result for the new sample on another c501 was 5.4%. The original sample was repeated on the original c501 with a result of 5.7%. This result was issued as a corrected report. There was no adverse event for the patient. The hba1c lot number is 13561401 with an expiration date of 12/31/2017. Calibration and qc were acceptable on the date of the event. The field service representative (fsr) inspected the instrument and identified water on the mixer splash guard, as well as intermittent vacuum problems due to valve contamination. He flushed two valves, cleaned two rinse nozzles, and adjusted the rinse level. Calibration and qc were acceptable. According to the fsr and service log, the customer repeated the original sample after maintenance with a result of 5.7%. Neither the customer nor the fsr could locate data for this result. Clarification was requested but was not provided. It was noted that the sample tube used was 13x75mm, and rack adapters were not used in the original analysis. Rack adapters were used upon repeating the original sample.